Manufacturer narrative:
One biosure peek 8x35mm screw used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: use of damaged or other than recommended prep instrument size and/or types. Not accounting for taper or larger head to body design. Entanglement with guide wire or other instrument causing tearing and fractures. Unexpected bone density/condition. Use of excess torque or force. Prep per the instruction for use recommendation is critical for ease of insertion and successful anchoring. Per instruction for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared with the recommended smith and nephew drill and/or tap prior to implantation. Excessive force should not be placed on the delivery instrument.¿ product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Event description:
It was reported that during the surgery part of the biosure screw sheared off when screwing into the tibial tunnel for fixation. Rest of the screw left in the patient as unable to remove. A backup device was used to complete the surgery. No delay or patient injury reported.